Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer reloaded the cartridge and continued to use the pump for insulin therapy.